Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation the error description provided was confirmed, and further defects (blade and connector damaged; adhesive joints on camera head, housing and cover worn, leak between the cover and the housing, and between the connector and the cover) were detected. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the led are dim. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that bad led light. No patient involvement reported. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).